Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the cause of the se 2240 was a leak. It could not be determined whether the leak was from the supply bag or the connection. The renal therapy service agent (rtsa) explained the alarm to the patient and advised the patient to start over with new supplies or continue therapy with manual supplies. The rtsa reminded the patient that they were full and they needed to drain before filling with any more solution. The rtsa reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.